Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The healthcare provider reported that the pump was continuously bolusing the patient and the patient was getting overdosed. The caller was requesting assistance with having the pump turned off. The agent provided the nas (national answering service) contact information for paging a local representative.